Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra) and right ventricular (rv) channel. The noise was observed in stored nonsustained episodes, however, not on real time electrograms (egms). The noise on the rv channel was oversensed and resulted in pacing inhibition for more than three seconds. An increase in ra pacing impedance measurements was also observed, however measurements do remain within range. A chest x-ray was ordered. Boston scientific technical services (ts) discussed possible causes and troubleshooting options. It was reported the patient was experiencing lightheadedness and faintness. The patient was admitted for a lead revision. Upon opening the pocket it was discovered the ra and rv leads had rubbed together causing insulation damage. The leads were repaired at that time and a lead replacement procedure was being considered. No additional adverse patient effects were reported.